Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error and pump error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons are not responding and pump error alarmed several times. The insulin pump is being replaced and is expected to return for analysis. No further details are provided.

Manufacturer narrative:
Device received with no button response at esc and act button due to unlocked j2 connector on lcd board. No button error alarm during testing. Unable to confirm watchdog timeout alarm and unable to perform any tests due to buttons unresponsive.